Manufacturer narrative:
Device received with all operating currents within specific and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. Pump passed the delivery accuracy test at 0.08695 inches. No alarms were noted during testing. However, device received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches . No unlocked lcd keypad connector. No cosmetic damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s reported via phone call that they were hospitalized due to diabetic ketoacidosis with blood glucose level was unknown. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer stated that the insulin pump had received multiple pump error alarm. However, customer also reported that the buttons were hard to press. Customer also reported that they were able to clear the alarm and did not require rewind. Customer not able to complete rewind. Customer troubleshoot was performed. The insulin pump will be returned for analysis.